Event description:
It was reported that pump triggered cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts provided instructions for placing pump.